Manufacturer narrative:
Of the reported 2 devices, lot numbers were provide for all the devices, and the lot history reviews were currently being performed. Of the 2 reported malfunctions, one device returned to the manufacturer for evaluation and one device is not returned. Therefore, the investigation of the reported event is inconclusive for one malfunction. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the hickman pediatric cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code for the hickman pediatric cv catheter, dual-lumen, 9f products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600580ce chronic catheter allegedly experienced fracture. The information was received from (B)(6). Both the malfunctions involved patients with no patient consequences. For the reported two malfunctions age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the two reported malfunctions was provided, therefore the lot history reviews were performed. For one of the two malfunctions, one devices was returned for evaluation. For one of the two reported malfunctions, the investigation is confirmed for fracture and material separation. The investigation for another malfunction is inconclusive for fracture. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman pediatric cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code for the hickman pediatric cv catheter, dual-lumen, 9f products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600580ce chronic catheter allegedly experienced fracture and material separation. The information was received from various source. Both the malfunctions involved patients with no patient consequences. For the reported two malfunctions age, weight and gender were not provided.

Manufacturer narrative:
Of the reported (B)(4) devices, lot numbers were provide for all the devices, and the lot history reviews were performed. Of the 2 reported malfunctions, one device returned to the manufacturer for evaluation and one device is not returned. Therefore, the investigation of the reported event is inconclusive for one malfunction. Additionally one malfunction was determined to have 1562 - material separation, 2889 - deformation due to compressive stress and 2988 - naturally worn and also been confirmed for fracture (1260). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman pediatric cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code for the hickman pediatric cv catheter, dual-lumen, 9f products is identified in d2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600580ce chronic catheter allegedly experienced fracture. The information was received from various source. Both the malfunctions involved patients with no patient consequences. For the reported two malfunctions age, weight and gender were not provided.